Manufacturer narrative:
Evaluation summary: there are a number of reasons it could be difficult to seat a femoral stem in a prepared femoral canal. There is an intentional press-fit between the bone and stem. If the bone is extremely sclerotic, it could be more difficult to fully seat the stem in the canal. It is unknown whether the surgical technique was followed and the correct instrumentation used. No x-rays, surgical notes, reamer information, or provisional information was returned for evaluation. With the information provided, a cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the surgeon reamed to 19mm and could not get the taper stem down the femoral canal.